Event description:
The clinician reported that 9 months after the dental implant (ada site 13 in type ii bone) and 12 unit bridge (ada sites 2-14) were placed, loss of osseointegration was verified. Clinician noted 50% bone resorption and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant (ada site 13 in type ii bone) and 12 unit bridge (ada sites 2-14) were placed, loss of osseointegration was verified. Clinician noted 50% bone resorption and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.